Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. Rep reports the patient (pt) had changed groups on their device which was set up with more energy therefore it required her to charge more frequently. Rep reports creating a meeting with the patient and walking them through best practices with the remote and recharging successfully. Rep reports this resolved the issue.

Event description:
It was reported that a patient with a pain stimulation implantable pulse generator (ipg) experienced multiple issues with the new implantable neurostimulator since the initial implant. The patient alleged that the battery required charging every day or every other day, which was a significant increase in frequency compared to their previous device that lasted three to four weeks between charges. The battery was reportedly not keeping a charge, with rapid depletion observed; the charge level dropped to 40% or 60% within two days, and stimulation would turn off after two days due to low battery. The stimulation was not sustained, shutting off when the battery reached 30% or 40%. The device was described as slow to charge when the battery was low. Additional problems were reported with the wireless recharger, including difficulty connecting to the implantable neurostimulator, disconnection when the patient moved, and the device only charging if the handset was plugged into its cord. The charging process was interrupted if the handset was not in the room and plugged in, resulting in the patient being unable to move around during charging due to connection loss. The patient was redirected to their healthcare provider for further evaluation, and agents sent notifications to local representatives for additional assistance.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.